Event description:
It was reported to tyco healthcare/ kendall that a customer had a problem with a vistec sponge. The customer reports the sponges are extra linty. The product is linting and upon follow up, the account has said that the lint is having to be cleaned out of the wound bed.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.